Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (charger unable to recognize/charge a battery) was confirmed. Upon investigation, the charger was resetting due to internally shorted q1 on the bedside board being internally shorted. The root cause of the shorted q1 was unable to be positively identified. No adverse events occurred due to the defective charger. Device evaluation of battery sn (B)(4) been completed. The reported problem (will not charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a patient's battery and charger were not functioning.